Manufacturer narrative:
This device was returned for evaluation and was evaluated on 07 aug 2015. During the device evaluation the stent was returned separate to the delivery system. The stent was checked for damage and it was noted that multiple struts were broken on the stent. Based on this information this complaint this incident now meets the reporting criteria of an FDA MDR report based on the reporting precedence established for this product family for stent fracture regardless of patient outcome. This device was returned for evaluation and was evaluated on 07 aug 2015. During the device evaluation the stent was returned separate to the delivery system. The stent was checked for damage and it was noted that multiple struts were broken on the stent. Based on this information this complaint this incident now meets the reporting criteria of an FDA MDR report based on the reporting precedence established for this product family for stent fracture regardless of patient outcome.

Event description:
A zib6-40-10.0-80 device was inserted over a wire guide by median approach. Since the wire guide could not be advanced past the papilla due to previously placed duodenal stent, the physician planned to perform end-to-side zib stent placement. However, the handle could not be pulled during deployment. While the physician was removing the whole delivery system once from the patient, the stent was partially deployed and it was fully deployed when exiting from the body by being caught on the flesh. Separation of the sheath from the handle was noticed outside the patient. Another zib6-40-10.0-80 of a different lot was used instead and the procedure was completed. Access route was damaged with the partially deployed stent due to the event. The zib6-40-10.0-80 stent was returned for evaluation. During the lab evaluation the stent was checked for damage and it was noted that multiple struts were broken on the stent.